Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative

Event description:
Materials#: 309653 batch#: 1026110 it was reported by the customer that I noticed something inside my 50 cc syringes last night and today. It¿s some sort of residue. Date: 05/09/2024 complaint number: (B)(4). Account number: (B)(6). Account name: (B)(6). Contact person: xxxxxxxxx (xxx) xxxxxxx item number: 308-309653 lot number: 1026110 sample available: confirming pictures: attached item description: syringe only bd 50ml luer lock sterile incident description: as per account, I noticed something inside my 50 cc syringes last night and today. It¿s some sort of residue. Please see photos and video uploaded into patients file. The issue was caught prior to the syringe being used, thus no direct clinical signs, health consequences, adverse events, or impacts.

Manufacturer narrative:
Pr (B)(4). Follow up. It was reported there is some sort of residue in the 50ml syringes. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, three photos were provided for evaluation by our quality team. One photo shows a packaging blister to web. The other two photos show a syringe with what appears to be visible silicone. No other defects or imperfections were observed. The visible silicone is considered an acceptable imperfection. The silicone is medical grade and applied to the inner wall of the syringe barrel and rubber stopper. A device history record review was completed for provided material number 309653, lot 1026110. The review did not reveal any detected quality issued during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Materials#: 309653 batch#: 1026110. It was reported by the customer that I noticed something inside my 50 cc syringes last night and today. It¿s some sort of residue. Verbatim: rcc received a complaint via email. Email(s) attached. Date: 05/09/2024. Complaint number: (B)(4). Account number: (B)(6). Contact person: xxxxxxxxx (xxx) xxxxxxx. Item number: 308-309653. Lot number: 1026110. Sample available: confirming. Pictures: attached. Item description: syringe only bd 50ml luer lock sterile. Incident description: as per account, I noticed something inside my 50 cc syringes last night and today. It¿s some sort of residue. Please see photos and video uploaded into patients file.